Manufacturer narrative:
Unit received compromised forced sensor system alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test or verify no delivery alarm, air bubble anomaly due to compromised forced sensor system alarm. However, unit passed rewind test and displacement test.

Event description:
The customer reported via phone call that the reservoir had a air bubble anomaly. Customer's blood glucose level was 123 mg/dl at the time of incident. Customer stated that the he keeps getting the air bubbles in the reservoir and the infusion set and also constantly. Reservoir will not be returned for analysis. Insulin pump will be returned for analysis.